Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had a crack, and the pump was not accepting the new batteries. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-342 , mmt-441ag, mmt-324. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side, and the functionality of the pump was affected. Troubleshooting was partially performed for the battery failed alarm, and the customer stated that no damage to the battery cap and compartment. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-324.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current measurement. Pump passed the dat at 0.8775 inches. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date. 08/07/2025 00:00:05.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u). Bolusamountdelivered: 750 (0.075 u). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm not found in the formatted history file and on the event date. Units were cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, missing display window/cover, serial number label missing, battery tube threads - cracked and cracked case (battery tube). Power problem-failed battery test not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.